Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a t2 tibia surgery, the drill bit broke. It was also reported that the broken tip of the drill bit was not removed from the surgical site. It was further reported that the surgeon is planning to extract the broken part together when he extracts the nail. It was further reported that the procedure was completed successfully.